Event description:
It was reported that a patient underwent a nephrectomy procedure in 2024 and suture clips were used. During the procedure, it was reported by the sales rep, that during a partial nephrectomy, when using the lapra ty clips, they would go to clamp down, and they are not clamping all the way or they would get stuck in the cartridge. Went through several packages before being able to complete case. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: additional information received from the sales rep via email on 11/14/2024: additional information requested: - please provide the applier product code and lot number? - please confirm if there is an issue with the applier? If yes, please create a product complaint and provide the respective reference number(s). No problem with applied - what suture type and size was used? 2-0 vicryl - when the event occurred, was the suture placed near the hinge of the clip? N/a - were you able to lock the clip closed on the suture? If yes, after it closed, was the clip holding securely fixed on the suture? No and no - was the applier checked for damaged (jaws straight and aligned)? Yes - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? No it was reported that "...went through several packages before being able to complete case..." - please confirm the quantity of lapra ty clips involved in the reported event. Went through 4 packages, 24 clips opened - please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Picked up from fedex 11/13 - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). -raylene and morgan h3 investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned cartridge. Visual analysis of the returned sample determined that the xc200 cartridge was received with one top foil and a reload with one clip loaded. However, the clip was moved inside of the cartridge due to improper handling of the clips. Also, 4 loose clips were received along with the cartridge and one of them was received partially closed and damaged. The moved clip and the loose clips in good condition were manually loaded on a test device and tested for functionality. Upon functional testing of the device, the instrument loaded, retained, and deployed 4 clips as intended. Due to the condition of the clips, the reported complaint was confirmed by an external cause as improper use of the device due to the returned clip damaged. Please reference the instruction for use for more information: grasp the applier by the handle and insert the jaws of the instrument into the individual cartridge slot. Ensure the tips of the applier are perpendicular to the surface of the cartridge. Insert the applier until it stops. Do not force the applier. It should enter and withdraw from the cartridge smoothly. Withdraw the applier from the cartridge. The clip will be securely held in the applier jaws. Place a suture clip approximately 5 mm from the cut end of the suture. Under endoscopic visualization, the suture is placed within the jaws of the loaded clip away from the latch area. Position the clip by sliding it down the suture until it makes contact with the tissue. Note: excessive tension may cause suture and clip to pull through tissue or may cause clip slippage. The applier jaws are closed by squeezing the handle of the applier until the clip is visibly locked. In all cases, the surgeon should verify closure and security. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications.